Manufacturer narrative:
On april 08, 2025, mentor became aware information was inadvertently omitted from the initial report. Corrected data: h11 additional manufacturer narrative should have included the following statement regarding the scheduled (future) date of explantation: date of explantation: (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 01, 2025, mentor was notified that the explantation surgery occurred on (B)(6), 2025, without implant replacement. A replacement surgery was scheduled for may 07, 2025. Date of explantation: (B)(6) 2025. Per the healthcare professional, the removed device could not be returned due to the state of ruptured implant. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On may 08, 2025, mentor completed an evaluation on an image that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. On may 09, 2025, mentor became aware that the patient underwent left-sided replacement with a 550cc mentor memorygel breast implant during the scheduled replacement surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction revision surgery with implantation of a 550cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant by a medical professional. As a result, the patient was scheduled for bilateral breast implant removal on (B)(6) 2025.

Manufacturer narrative:
On july 03, 2025, mentor was notified that the patient was diagnosed with left breast capsular contracture in addition to the rupture. No baker grade rating was provided. Manufacturer¿s reference number: (B)(4).